Event description:
It was reported that during implant of an implantable cardioverter defibrillator (ICD), the lead and device exhibited no pacing. It was noted the lead was pacing when it was connected to an external pacing system during the implant procedure but showed no pacing after the ICD was connected. The device was replaced and the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.